Event description:
It was originally reported that the display on the device had poor contrast. After evaluation by physio-control, it was observed that the display backlight on the device would not function, making the screen unreadable.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a broken solder joint on leg 1 of the digital pcb mounted jack connector, designator j9. A replacement device was sent to the physio representative.